Event description:
Complaint received reporting flow/leakage issues with use of 46103-68 safeset transpac IV monitoring kits. Facility is reporting multiple incidents where the 46103-68 kits "...luer valve may get 'stuck' in the depressed position. ..when we flush, blood gets splattered .." One of the incidents occurring on (B)(6) was detailed as follows "nurses noticed blood backing up approx 3" from arterial catheter connection ..determined the cause was likely a kink or clot in the arterial catheter. In an attempt to correct the issue, turned the 1 way stopcock at the tip of the safeset reservoir "off" to the pt, then pulled pigtail fast flush and filled the safeset reservoir with 3cc of clear fluid. She then opened the 1 way stopcock and proceeded to "powerflush" the line by pushing the safeset plunger towards the closed/locked position. As she did this, clear fluid sprayed from the access port of the lav. She did not notice any damage to the lav after the occurrence. The pt was a chair pt and it was determined that the line was no longer needed. It was removed and discarded after the incident." There were no reported adverse pt/operator consequences.

Manufacturer narrative:
Manufacturers analysis: lot build/record review. Lot # is unk. Suspect lot # based on facilities inhouse inventory report lot # 2538308 and lot # 2531233. A review of the mfg lot database records for lot # 2538308 (mfg 08/01/2012) shows 220 units and lot # 2531233 (mfg date 08/01/2012) shows 160 units were mfg tested inspected and released. There were no exception documents generated during the mfg build cycle. Conclusion: the involved devices were not returned for analysis and investigation. Exact cause(s) of the reported incidents remains unk.